Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the right atrial lead exhibited loss of capture. Exit block was suspected. The lead was replaced.